Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) is not functional, device blocked - check EKG cable. There was no patient harm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Corrected data: b5, b6, b7, d10, h6 (impact code). Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) is not functional, device blocked - check EKG cable. There was no patient involvement.

Manufacturer narrative:
Corrected data: b5 updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) is not functional, device blocked - check EKG cable. There was no patient harm.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusion), h10. Additional information: e1(event site telephone: event site postal code:83100). It was reported that before use the cardiosave intra-aortic balloon pump (iabp) "stops when switched on with continuous sound and display off". A getinge field service engineer (fse visited the site and detected the fault electrical test failure ID 12 - fault 125, requires replacement of spare parts. Replaced front end board (d670-00-1164), repair completed. The fault did not cause damage / inconvenience to operators / patients. Operational tests carried out with positive results. There was no patient involvement, and no adverse event reported. Unit returned to the customer for clinical use is unknown. Fse recommend replacing the external battery modules + EKG cable, because they are faulty.

Event description:
N/a.